Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the cap piercer and verified repairs by performing alignments priming the cap piercer and running capped sample tubes. The customer called again on november 1, indicating the leak reappeared. The fse visited the site and flushed the vacuum lines at the cap piercer and verified repairs by running several cap tubes with no errors. No more leaks were observed. (B)(4).

Event description:
The customer contacted beckman on (B)(6) 2013 to report multiple obstruction errors and fluid on top of the sample tubes and racks. The customer discovered a leak from the cap piercer wash station. The customer was wearing personal protective equipment; no reports of exposure or injury were reported. In addition, no erroneous results were generated or reported.